Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced high intraocular pressure. The surgeon suspects the high intraocular pressure is due to the haptic positioned in the sulcus. The iol was exchanged in a secondary procedure. Patient's symptoms resolved. Additional information provided states the patient still had high intraocular pressure one day postoperatively.